Manufacturer narrative:
Additional information: patient was described as an "elderly, petite lady". Reported as approximately (B)(6) 2017. Investigation - evaluation: a review of device history record, drawing, quality control, manufacturing instructions, and instructions for use was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. The reporter stated that "cook line was not the issue ¿ the problem was the way it was secured to the patient." There is no cook anchoring device included with this set. The reported securement device is neither manufactured nor supplied by cook. It is therefore possible that the root cause for this complaint is that it was use of another device. However, based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Event description:
An international customer reported that the line fell out because it was not secured correctly. Another manufacturer's securement device was used on a cook central venous catheter and it did not hold. Replacement of the venous line was needed. The reporter stated that the "cook line was not the issue ¿ the problem was the way it was secured to the patient."

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
The line fell out as it was not secured correctly. Another manufacturer's securement device was used on a cook central venous catheter and it did not hold. Replacement of the venous line was needed.